Event description:
Caller reported aviva system blood glucose results of 242 mg/dl, 226 mg/dl, and 124 mg/dl within 11 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.